Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. When ethylene oxide sterilization was performed during testing, no droplets were observed immediately after sterilization. However, the next morning, slimy water droplets were found adhered to the cables. The droplets did not dry after a day or so. Based on the droplets remaining, they were not considered to be just water. A review of the device history record found no deviations that could have caused or contributed to the droplets adhering to the cable. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the droplets were due to the large number of sterilization cycles the device has been through. Based on the age of the device, repeated sterilization may have caused deterioration of the cable and moisture to be contained in the cable during sterilization, then ingredients of sterilization adhered to the cable along with moisture leading to the droplets being sticky. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, there were scratches on the cable. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that water droplets were present on the subject device after ethylene oxide sterilization. The customer stated they reprocess devices by soaking with medipol eg in a thermostatic bath for approximately ten minutes then wash with running water using mama lemon. For gas sterilization, they use udono eog sterilizer with asp japan nx. The customer has been using another device of the same model and no water droplets have appeared. There was no harm or user injury reported due to the event.